Manufacturer narrative:
The hill-rom technician found the communication cable was not connected to the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in room 1032. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).